Manufacturer narrative:
This event occurred in (B)(6). No issues were identified on the customer's calibration and qc data. The customer has not complained of any further issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant ise results for 1 patient sample tested on a cobas 6000 c (501) module. The initial sodium (na) result was 134.69 mmol/l. The repeat results were 163.57 mmol/l and 135.42 mmol/l. The initial chloride (cl) result was 99.51 mmol/l. The repeat results were 82.5 mmol/l and 100.54 mmol/l. The initial potassium (k) result was 4.46 mmol/l. The repeat results were 5.47 mmol/l and 4.59 mmol/l. It is not known if any incorrect results were reported outside of the laboratory. No electrode cartridge lot numbers with expiration dates were provided.